Event description:
A potential issue has been reported with our artiste mv linear accelerator. In the abundance of caution, this issue is being reported. The new iec applicators have a notch for the electron blocks to potentially be secured. However, this has not been implemented. The customer has to use lots of heavy duty tape when using electron blocks with lateral electron treatment angles. The customer is very upset because this could slip out and then not be an accurate treatment, or if the angle is at an anterior oblique, it could slip onto the pt. The customer would very much like to have the electron block notch fully implemented for secure replacement with a clamp or lock as well. No info was reported that suggests that a mistreatment or serious injury was occurred. Preliminary risk assessment is documented in. Corrective action is pending investigation and root cause determination.

Manufacturer narrative:
Preliminary risk is indicated: severity: the complaint behavior may potentially result in a minor/ moderate/ serious injury. Open. Probability: to be determined. No other products are concerned.